Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/16/2019. Device evaluation summary: according with the information it was reported that during the procedure the prosthesis was broken. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 350cc mentor memorygel breast implant, catalog #3507350bc, lot #5573389. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 350cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was confirmed through magnetic resonance imaging and diagnosed by a physician. As a result, bilateral prosthesis replacement with a 255cc mentor memorygel breast implant was performed on (B)(6) 2019.